Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to moisture damage on the keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 100 mg/dl. It was stated there were no significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also stated they worked near a magnetic resonance imaging machine that customer reportedly would clean every other morning but stated they had not been near one in the past seven months.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.